Manufacturer narrative:
The insulin pump was received with moisture damage found on the electronic and motor assemblies also, moisture damage was found on the keypad traces. However, all of the buttons functioned properly. The insulin pump was returned missing the display window and the end cap sticker. The insulin pump had cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 95 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer advised they are pregnant and the keys are not working. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.